Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. Before going to bed the patient and her husband noticed that there were no cgm readings. Since the readings usually come back again, she put her phone beside her on the bedside table as usual and then went to bed. A few hours later she woke up with two paramedics standing over her, with her husband beside them. At around 22:30-23:00 the husband had noticed that she could not be awakened when he called her name, even though he was right next to her. He called for an ambulance. When the paramedics arrived between 23:00-23:30 her bg was 1.5mmol/l and she was still unconscious. The paramedics checked her vital signs and woke her up. No report was received of any treatment provided. After making sure that she was okay again, the paramedics left. She replaced her dexcom sensor around midnight after the paramedics left and she went to bed after getting the first readings. She was fine at the time of the report and had been to see her diabetes nurse because she was feeling unsure of her equipment and wanted to know how to proceed with the treatment of her diabetes. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.